Manufacturer narrative:
Manufacturer ref# (B)(4) information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Section h3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Section h4: the device manufacture date is not known as the device lot number is not available / not reported. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A healthcare professional reported that a during a mechanical thrombectomy, a cereglide 92 catheter (sbc92122ug, lot unknown) was being advanced to the middle cerebral artery (mca) during an ischemic stroke, the middle portion of the cereglide 92 buckled and kinked. The physician decided to aspirate on the cereglide 92 (cg), and 10cm worth of clot was suctioned out through the cg92 in one pass. Tici 3 was achieved. The physician did have difficulty in removing the cg92 since it had folded at the kink location, but was finally able to use the 8fr cook shuttle to advance over the kinked portion of the cg92 and removed both. Additional event information received on 28-aug-2025 indicated that the lot number is not available. There was no excessive force used with the device. The vessel was not tortuous, normal type 1 arch. There was no allegation of patient injury due to an alleged product issue.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. Complaint conclusion: a healthcare professional reported that a during a mechanical thrombectomy, a cereglide 92 catheter (sbc92122ug, lot unknown) was being advanced to the middle cerebral artery (mca) during an ischemic stroke, the middle portion of the cereglide 92 buckled and kinked. The physician decided to aspirate on the cereglide 92 (cg), and 10cm worth of clot was suctioned out through the cg92 in one pass. Tici 3 was achieved. The physician did have difficulty in removing the cg92 since it had folded at the kink location but was finally able to use the 8fr cook shuttle to advance over the kinked portion of the cg92 and removed both. Additional event information received on 28-aug-2025 indicated that the lot number is not available. There was no excessive force used with the device. The vessel was not tortuous, normal type 1 arch. There was no allegation of patient injury due to an alleged product issue. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Catheter kinking during clinical use is a known and common occurrence and is typically related to anatomy, technique, physician skill, and vessel tortuousity. If the operator encounters kinking or damage during clinical use, they are clinically trained to immediately discontinue manipulations and remove the product. This may require insertion of an additional device, which can cause intra-procedure prolongation. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.